Event description:
The customer stated the paddle tray is broken. No details on the paddle tray broke. Customer does state the device was not in clinical use at the time so there is no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.